Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, severe swelling, was deemed to meet the seriousness criteria of necessitates medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record for radiesse lot number 100123538 was reviewed. A lot search was conducted on the reported lot and no similar events were noted. No non-conformances were noted that would contribute to this event.

Event description:
This spontaneous report was received from a us healthcare professional and concerns a female patient. She was injected with radiesse® into the hands, on (B)(6) 2019. In (B)(6) 2019, since the treatment with radiesse®, the patient's left hand was swollen and had very unnatural appearance. The patient thought that too much product was injected. The outcome of the event was not reported. Follow-up information was received on 25-feb-2020: this case was upgraded to serious. The events pain with touch and mild erythema were added. The patients initials and date of birth were provided. She was (B)(6) years old. She was injected with a total of 2 ml of radiesse® (1 ml per hand). Batch number was reported as 100123538 (expiry date: 09/2022). The batch record review was received and the lot number for radiesse® was confirmed as 100123538 (exp. 09/2022). A lot search in the global safety database was conducted. The patients medical history included breast cancer and thyroid cancer. The patients past medical history included a mastectomy and a lymphadenectomy to the left side. Concomitant medications were reported as none. On (B)(6) 2019, one day after the radiesse® injection, the patient experienced swelling that was severe in nature. The patient also reported pain with touch and mild erythema. The patient was advised to keep the hand elevated above the heart, to perform compression, keep the hand moving to facilitate fluid removal, to perform icing and was prescribed over the counter pain medication. On (B)(6) 2019 the physician saw the patient and the events were fully resolved, reportedly within 2 - 3 weeks after the radiesse® injection. No laboratory tests were performed. In the opinion of the reporter, treatment was necessary to prevent permanent damage, the events were not permanent and related to radiesse®.